Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy from the implantable cardioverter defibrillator (ICD) device for suspected atrial fibrillation (af) with rapid ventricular response. Reprogramming was performed. The device remains in use. No further patient complications have been reported as a result of this event.